Event description:
It was reported that the pump triggered an altitude alarm. Customer's blood glucose level did not exceed 500 mg/dl, remaining within normal range. The customer's insulin was initially suspended, but after following technical support¿s guidance to clean the speaker holes and reset the cartridge, pump operation resumed successfully within 5 minutes, with tips provided to prevent future alarms.